Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated vaginal mesh exposure at the apex, 0.5 cm x 0.5 cm, vaginal discharge with odor, consortium claim.